Event description:
It was reported that while unloading the pt and stretcher from the ambulance the legs of the stretcher allegedly would not lock. While the emts were focusing on the legs, the stretcher rolled out of the back of the ambulance and dropped to the ground with the pt. The ambulance does not have a safety hook. The pt was taken to the ER for eval. It was reported neither the pt nor the operators sustained any injuries.